Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for premarket identification as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified low reading issue with the abbott diabetes care (adc) device. The customer reported a sensor reading "below 80 (mg/dl)" and self-treated with sugar multiple times, became dizzy and nauseous, low blood pressure and had contact with a diabetologist. The diabetologist obtained unspecified comparison readings and performed glucose and urine testing with unspecified "extremely high" results, and treated the customer with insulin injections (doses/types unspecified). A new sensor was applied, which the customer reported was reading correctly, but their glucose level remained high so they called emergency services. The customer then had additional contact with a healthcare professional to "adjust all their other medications (blood pressure, etc.)." No further treatment was reported. There was no report of death or permanent injury associated with this event. Results of 75 mg/dl and 501 mg/dl were plotted on a parkes error grid and fell into the "d" zone, showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.